Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an unspecified error message displaying. Due to delivery delay, customer was unable to test and experienced a loss of consciousness; however, no treatment was rendered after symptoms subsided. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 8 (indicating the sensor had terminated on body). The sensor data was reviewed and signal low error message along with a drop in glucose values were observed. Data analysis is consistent with sensor tail loss of contact with interstitial fluid due to temporarily unseated puck. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.